Manufacturer narrative:
Investigation summary: bd received 4 photos for investigation, and evaluation which indicated fibrin strands in the serum. A total of 100 retained samples were visually inspected. No additive defects related to fibrin were found. Complaints for sample quality were not under statistical control for the month of october 2025; additional testing was performed. Factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer's indicated failure mode, fibrin, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. This complaint has been confirmed for the indicated failure mode fibrin. Bd has initiated further root cause investigation relating to the issue of sample quality through corrective and preventive actions complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there fibrin filaments in the serum of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there fibrin filaments in the serum of an unspecified number of devices. No adverse impact was reported regarding the patient or user.